Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the sensor wire was missing. The attempted sensor insertion was on the thigh on (B)(6) 2016. It was reported that the patient used an alternative insertion site. No additional event or patient information is available. No product or data were provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).

Manufacturer narrative:
(B)(4).

Event description:
The complaint indicates that the patient reported a detached sensor wire from the sensor pod and not found in the skin, and the sensor wire was reportedly lost. Based on visual inspection, testing concluded that the sensor wire with (B)(4) is missing from the sensor pod and seal carrier. The problem is confirmed is confirmed because the sensor wire with (B)(4) was missing from the sensor pod and seal carrier. Due to the missing sensor wire, the sensor wire is considered detached. The reported event of detached/missing sensor wire is confirmed. The root cause could not be determined.